Event description:
Pt for trial off of veno-venous extra-corporeal membrane oxygenation. Due to misconnection of tubing during trial off of extra-corporeal membrane oxygenation, infant received air to arterial cannula & suffered cardio-respiratory arrest. Pt expired.